Manufacturer narrative:
PMA/510(k) # k180291. Event summary: as reported, a cook silicone balloon hysterosalpingography injection catheter leaked during an unspecified procedure. The leakage occurred at the joint of the inflation port. A replacement device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One open package containing a cook silicone balloon catheter was returned for investigation in a used condition. A kink was observed in the inflation tube located 3cm from the connector cap. The balloon in the distal tip was ruptured at the notch port. A functional test was performed by inflating the balloon with water. The balloon did not inflate due to rupture; no leaking was noted the inflation valve and flare at the proximal end of the catheter. Water was flushed through the extension tube on the large lumen noting no leakage from the fittings or flare. A document- based investigation evaluation was performed. No related non-conformance were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is included with instructions for use which caution, ¿do not over inflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. Refer to product label or the inflation check valve on the balloon device for appropriate balloon volume.¿ based on the available information, cook has concluded that unintended user error contributed to this incident. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
As reported, a cook silicone balloon hysterosalpingography injection catheter leaked during an unspecified procedure. The leakage occurred at the joint of the inflation port. A replacement device was used to complete the procedure. No adverse effects to the patient have been reported as a result of this occurrence.